Event description:
It was reported that pcb issue was experienced; damaged rear case.

Event description:
It was reported that pcb issue was experienced; damaged rear case.

Manufacturer narrative:
Other, other text: additional information was received indicating the issue was found during preventive maintenance, there was no patient involvement. Device evaluation (completed 27-apr-2022): one device was returned for analysis in used condition. Visual inspection showed the bottom rear label was missing. Functional testing duplicated the reported issue. The investigation determined that damage to the clock battery on the microprocessor board was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The microprocessor board was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.